Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  The reporter's meter was set to %q and the time was incorrectly set. The reporter received a meter result at 4:32 am of(B)(4) (1.4 inr). The result was reported as 5.3 inr which prompted a check in the laboratory. The laboratory result at 10:10 am was 1.9 inr. The meter result at 12:46 pm was (B)(4) or 1.3 inr. The therapeutic range is 2.5-3.0 inr. The interval of testing is every week.

Manufacturer narrative:
No product is expected to be returned related to this case. If a product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient's meter was set to %q and the time was incorrectly set. Product labeling states "if the result is displayed in %q or sec, follow the instructions in the procedure setting the measuring unit to inr of this section to reset the measuring unit to inr." The customer was advised on how to set the meter to inr and set the correct time according to the operator's manual. The patient has lupus. Product labeling states "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Occupation: patient/consumer.